Event description:
It was reported that during daily checks when turning unit on, the cardiosave intra-aortic balloon pump (iabp) unit has a compressor failure and power up test failure code 14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11. Corrected fields - d1, d4(version or model #, catalog #, unique identifier (UDI) #). A getinge field service engineer (fse) found the replicated user complaint, surfacing aforementioned error message. Compressor hours current. Unable to run a simulated treatment on unit with trainer and testing catheter. Transducers within calibration, and compressor speed within specifcations. Physically examined the compressor, and identifed the pressure and vacuum hoses, barely visible, but pushed up out of place, with the securing hardware relatively loose. Secured hoses to compressor, and successfully cleared the aforementioned error. Identifed however, iabp may require maintenance on the screen, now able to run a treatment with trainer and testing catheter. Vacuum regulator at -306 mmhg, pressure at 395 mmhg. Adjusted vacuum regulators to -295 mmhg +- 5, and cleared iabp may require maintenance prompt. Compressor top thread, in the middle of the pressure and vacuum inlets, used to hold down hoses, in good condition. Unit calibrated and passed all functional and safety tests per factory specifcations. Returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b3, b4, g3, g6, h2, h10.